Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported error 35 occurred, operation stopped. The error was reproducible and was improved by replacing power supply (d014-00-0033-05). As a precaution, after replacing main board (d670-00-0788) and data set (d670-00-1187) and data set (d670-00-1186), run for more than 3 days = test x 3 times (using he cylinder for testing). Equipment is in good condition. Equipment calibration performed. Overall inspection results are good.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected fields: h6 investigation conclusions, component codes.

Manufacturer narrative:
Full event site name: (B)(6) hospital. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during the use of cs300 intra-aoritc balloon pump (iabp) stopped due to error 35. No patient harm or injury was reported.